Event description:
It was reported that this pacemaker system exhibited low out of range pacing impedances measuring 178 ohms on the right ventricular (rv) lead channel. No adverse patient effects were reported. This system remains in service.